Event description:
Possible oversensing noted on stored atrial electrogram (egm) possibly affecting the patient's lower rate and biventricular (biv) pacing percentage. Data supports a right arm (ra) lead integrity issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).